Event description:
It was reported that the patient occasionally feels "a little shock" "very mild" at the site of the pacemaker. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient occasionally feels "a little shock" "very mild" at the site of the pacemaker. Follow-up was conducted and the patient has been seen by the doctor. There were no issues noted with the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.